Manufacturer narrative:
One medfusion 3500 pump was returned for analysis in good condition with no physical damage. An occlusion test was performed and the issue was confirmed. A component called on the main board does not operate as intended. The cause of the issue is unknown but the main board was replaced and preventative maintenance was performed.

Event description:
Information was received indicating that a smiths medfusion 3500 syringe pump's motor is not running. There were no adverse events reported.